Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by a positive functional study. During index procedure, two resolute onyx drug-eluting stents were implanted, one in the 2nd diagonal and the second in the lad. It was reported that post procedure there was a small side branch occluded post stent to lad. The patient recovered. The investigator and sponsor assessed event is not related to the anti-platelet medication and causal to the study device.